Manufacturer narrative:
Logs from the complaint date showed multiple occurrences of the purge disc not detected. The issue of purge disc not detected was reproduced by connecting the purge cassette. It was confirmed that the purge flag was broken. The root cause for the purge disc not detected alarm was broken purge flag. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-24554. A5 race and ethnicity was missing. G6 type of report was missing.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
A complainant reported that the automated impella controller (aic) priming does not proceed. The purge set was replaced but the priming screen did not proceed. The aic was replaced and the device operated normally. No patient harm has been reported.